Event description:
A consumer reported that her infant was burned by a humidifier. She stated that the child pulled on the cord which caused the humidifier to fall, spilling hot water onto the child. The infant was treated at the hospital for third degree burns on their foot, which may require skin grafts. The product has a clear warning which states that the humidifier should be placed in an area that is out of reach of children.